Event description:
Consumer called to report inaccurate readings from her plink meter. Believes the readings are too high. Analysis run on clark error grid using mean avg readings (288) vs. Bd readings of (507, 207, 217, 220) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation